Event description:
It was reported during the procedure to implant the scs system that intra-operative testing identified invalid impedance on the scs lead (B)(6). Changing the position of the lead did not resolve the issue. The physician successfully completed the procedure using a new lead. There were no adverse consequences to the patient noted.

Manufacturer narrative:
Evaluation: results - as received, a visual inspection of the returned lead was performed on the outer body, terminal and stimulation electrodes and no discrepancies were noted. A microscopic inspection of the backside of the lead paddle end electrodes was also performed and no damage or broken wires were noted. The lead passed all electrical testing. The observation of invalid lead impedances was not confirmed during analysis. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.